Manufacturer narrative:
No, product was returned to the manufacturer. The implant was scrapped at barcelona spine center. No visual examination could be performed. Despite several attempts no informations were received about the device "reference" or lot number which prevent from reviewing the device history records or "traceability". From information provided , the recurrence of this type of event for this implant and the opinion of doctor, who realized the revision, the root cause was identified as a poor prothesis placement combined to a poor "preparation" of the disc space . This conclusion was confirmed with the x-rays analysis, which show the implant incorrect position and a presence of osteophytes that demonstrate a poor preparation of the space. As mentioned in the surgical technique step 12 : from the lateral view, assess the implant¿s a/p position. If necessary, the posterior position of the device in the intervertebral space can be adjusted. Adjust the implant inserter¿s depth stop knob. Mallet lightly on the implant inserter¿s impaction knob until the desired posterior position is achieved. The implant should be centered. In addition , the osteophytes must be removed as mentioned in the surgical technique step 2 : manually remove all posterior osteophytes on the superior and inferior vertebral endplates. As needed, address large, significant anterior osteophytes. "Moreover" , in the IFU take care to release the foramen bilaterally. It is important to remove all anterior and posterior osteophytes on the superior and inferior vertebral endplates. Ampli check and use of adjustable stop for placement. Root cause: user error not following instruction for disc space preparation and "positioning" of implant. Device scrapped by hospital.

Event description:
Mobi-c p&f us : revision we have received a complaint by the patient on (B)(6) 2017. Mobi-c was removed by dr. (B)(6) in (B)(6). The original placement was completed in (B)(6) and was placed too far anteriorly. This was confirmed by another surgeon in miami, florida, prior to removal in (B)(6). From informations provided , initial surgery was performed on (B)(6) 2016 by dr. (B)(6). Following surgery, the patient suffered from ongoing muscle spasms, pain, and lack of progress in physical therapy. During a consult visit with dr. (B)(6), it was stated that the mobi-c was placed too far anteriorly and that the disc space had not been completely cleaned out, which was what was causing the ongoing list of symptoms. On (B)(6) 2017 the patient presented to barcelona spine center for lumbar surgery. Upon dr. (B)(6) reviewing patient records and scans, it was recommended that a revision also be performed at c5/c6 and the mobi-c disc removed. A m6-c was placed and patient is currently making progress in physical therapy and pain is dissipating. The patient is a 37 year old female who consulted us for experiencing low back pain radiating to the right leg and foot and both gluteus muscles. She also explains neck pain radiating to both trapezious muscles. On lumbar m ri and x-ray images, clear lumbar disc degeneration at the level ls-sl with a midline to the right tear was. Patient recovered well from revision surgery.

Manufacturer narrative:
Additional information (lot / reference of device) was requested, but no additional information will be provided by patient at this time. She will contact us in the future. However issue seems to be related to initial poor placement. Not returned to manufacturer.

Event description:
Mobi-c p&f us : revision cause of poor initial placement (too far anteriorly) information received directly from patient.

Manufacturer narrative:
Operative notes and images were provided to manufacturer on 26 sept 2017. From description received by patient, revision was due to poor initial placement. Images received don't enable manufacturer's subject matter expert to confirm this poor initial placement. No additional information are going to be requested as the patient has retained a lawyer.

Event description:
Mobi-c p&f us : revision.